Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance and insulation anomaly. On (B)(6) 2015, the new lead was implanted on the other side successfully.

Manufacturer narrative:
(B)(4)